Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The investigation determined that the delivery catheter (dc) shaft bend and subsequent difficulty positioning the clip delivery system (cds) were attributed to the bent actuator mandrel; the bend in the mandrel appears to be related to user error. It should be noted that in the mitraclip instructions for use (IFU) warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the atypical clip movement. Unexpected movement has the potential to cause or contribute to tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium without reported issue. The cds delivery catheter steered down towards the mitral valve by applying m knob, one turn. During steering, the cds was unable to align (unexpected curve in the delivery catheter shaft). During leaflet grasping attempts, the delivery catheter moved medial. The cds was removed without reported issue. Following, two mitraclips were implanted, successfully reducing the mr to 1. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.